Event description:
It was reported ablation of avnrt was completed without incident. Following completion of ablation, the pt was transported to the recovery area for her sheath to be removed. When the staff attempted to remove the sheath, per their standard protocol, the sheath broke apart mid pull. The pt was transported back to the lab where the rest of the sheath was successfully removed by a vascular surgeon. There were no consequences to the pt. Inspection of the sheath revealed several cracks along the mid distal portion of the sheath. The hospital staff did not notice any problems with the sheath prior to insertion. The physician felt there was serious potential for harm if a piece of the sheath were to break off in the pt's vein.

Manufacturer narrative:
One dilator and an introducer were returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Visual inspection revealed that the introducer gray tip material was intact. However, the white shaft revealed radial cracks in the entire white shaft except the proximal 13 inches. Gentle flexing resulted in the surface cracks splitting completely through the wall. The dilator appeared undamaged. A review of the database revealed no other material degradation related complaints for this lot number. (B) (4). (B) (4).